Event description:
It was reported that the customer had blank display and scratch on the screen of the insulin pump. The customer's blood glucose level was 252 mg/dl. The customer was advised to disconnect from the insulin pump. The customer was advised to insert new aaa alkaline battery and the display returned. The customer also reported that their is scratch in the middle of the screen. The patient was asked if he can read the insulin pump screen and functioning as designed. The customer respond it does not. The customer was advised that we will send replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.